Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the cgm reading was 2.2 mmol/l. The patient checked their bg with a fingerstick, which showed a high value, but no specific value was reported. The patient went to the hospital and when a fingerstick was taken the cgm reading was 2.2 mmol/l, and the blood glucose reading was 45.0 mmol/l. Ketones were tested and was 1.8 mmol/l. The patient would have experienced diabetic ketoacidosis. The patient was treated with intravenous insulin and fluids. The patient was discharged on the same day. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.